Event description:
The customer reported the 4k camera head was unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, an e322 error occurred. In addition, cable unit leak and scratches were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "the image does not appear" it is likely that error e322 was misidentified as error b30 because reproduction of the phenomenon could not be confirmed, and other errors occurred. Additionally, the phenomenon "error e322 occurs" occurred due to a cable unit leak. Olympus will continue to monitor field performance for this device.